Event description:
Pt reported that one of the pt's pump started alarming on (B)(6) 2016 displaying error code 1816. Pt switched batteries and the alarming stopped/however, she switched over to the functional pump and is requesting a replacement pump regardless. Informed her that we will be shipping out a return box to send the malfunctioning pump back. No interruption in therapy was reported and pt did not report any s. E. No further info provided serial number of malfunctioning pump (B)(4) (due 04/11/2017). Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.